Event description:
It was reported that approximately 7 years and 8 months following the implant of the transcatheter bioprosthetic aortic valve an ech ocardiogram identified an increase in the aortic valve mean pressure gradient from 12 to 32.9 millimeters of mercury (mm hg). Images also suggested a possible thrombus or vegetation. There was a ¿fair amount¿ of unspecified regurgitation. An intravenous anticoagulant was started. This anticoagulant was transitioned to a different anticoagulant. A transesophageal echocardiogram (tee) performed the following day identified a mass on the prosthetic aortic valve cusps which prolapsed into the ventricular side of the valve. As reported, this was most consistent with a thrombus. Moderate-severe trans-valvular regurgitation was noted. The blood cultures were negative. The physician indicated the gradient and thrombus events were related to the valve. The event was unresolved. Additionally, 11 days following onset of the event, acute on chronic diastolic heart failure occurred in the setting of the thrombus on the bioprosthetic aortic valve. The patient presented with acute shortness of breath. The b-type natriuretic peptide (bnp) on admission measured 875. Cardiology was consulted and an intravenous diuretic was initiated.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that a baseline tte prior to the tav-in-tav revealed a mean aortic gradient of 18.4 mmhg, aortic valve area of 0.99 cm2, and a max aortic valve velocity of 3.1 m/sec.

Manufacturer narrative:
Updated data: b5. A sixth paragraph was added. H6. Annex codes were added. Additional codes. Annex codes were added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 7 years and 8 months following the implant of the transcatheter bioprosthetic aortic valve an ech ocardiogram identified an increase in the aortic valve mean pressure gradient from 12 to 32.9 millimeters of mercury (mm hg). Images also suggested a possible thrombus or vegetation. There was a ¿fair amount¿ of unspecified regurgitation. An intravenous anticoagulant was started. This anticoagulant was transitioned to a different anticoagulant. A transesophageal echocardiogram (tee) performed the following day identified a mass on the prosthetic aortic valve cusps which prolapsed into the ventricular side of the valve. Asreported, this was most consistent with a thrombus. Moderate-severe trans-valvular regurgitation was noted. The blood cultures were negative. The physician indicated that the gradient and thrombus events were related to the valve. The event was unresolved. Additionally, 11 days following onset of the event, acute on chronic diastolic heart failure occurred in the setting of the thrombus on the bioprosthetic aortic valve. The patient presented with acute shortness of breath. The b-type natriuretic peptide (bnp) on admission measured 875. Cardiology was consulted and an intravenous diuretic was initiated. Additional information indicated that the mean aortic gradient (mgv2) of the native valve prior to the transcatheter valve implant measured 45 millimeters of mercury (mm hg). Per aortography the transcatheter valve was implanted at 2 millimeters (mm) for both the non-coronary sinus (ncs) and left coronary sinus (lcs). Following the transcatheter valve implant on the 12-hour discharge transthoracic echocardiogram (tte) the mgv2 measured 6.8 mmhg. The patient was hospitalized for 3 days as a result of the acute decompensated heart failure. The shortness of breath was reported as debilitating. On admission the patient was tachycardic, tachypneic, and the oxygen saturation measured in the 80 percent range. Bilevel positive airway pressure (bipap) was initiated. Imaging showed significant pulmonary edema. The b-type natriuretic peptide (bnp) measured 640. A nitroglycerin drip and intravenous diuretic were started. Cardiology was consulted. An echocardiogram was performed with unspecified ¿significant¿ findings. The diuretic was changed to oral dosing and the symptoms improved. The heart failure event was reported as resolved with no sequelae. The patient was discharged home on a diuretic. The physician indicated it was unknown if the acute decompensated heart failure event was related to the valve. The patient was re-hospitalized 8 days later for acute coronary syndrome. During this hospitalization, and approximately 15 days following the onset of the acute heart failure event, a computed tomography angiogram (cta) was performed, and a thrombus was not identified. It was reported that likely what occurred/observed previously was a prolapsed aortic valve leaflet. The anticoagulant was stopped. However, the moderate-severe regurgitation remained. The patient was discharged 12 days following the readmission. The acute coronary syndrome event was reported as resolved. The patient requested intervention of the transcatheter valve. Additional information received indicated that approximately 7 years and 9 months following the valve implant the patient was admitted to the hospital with symptoms of a dry cough, exertional shortness of breath (sob), intermittent palpitations, and chest heaviness. A new onset of atrial fibrillation with a rapid ventricular response (rvr) was identified with a heart rate in the 140 beats per minute range. Cardiology was consulted and the atrial fibrillation was thought be due to the severe aortic valve regurgitation. An intravenous (IV) beta blocker and anticoagulant were administered. The day following admission a transesophageal echocardiogram (tee) was performed and a cardioversion. The patient started on an anti-arrhythmic medication, but this was discontinued and antithyroid medication was initiated. A low dose blood thinner and the beta blocker were to continue with discharge to home. The atrial fibrillation event resolved without sequelae 4 days following admission. This was the same date as hospital discharge. The physician later indicated it was unknown if the atrial fibrillation event was related to the transcatheter valve. Additional information indicated that following the implant of this transcatheter bioprosthetic aortic valve, no paravalvular leak (pvl) was noted. The valve failure, approximately 7 years and 9 months following the valve implant, was further described as structural valve deterioration with predominant aortic regurgitation (ar) without hemodynamic valve deterioration (hvd). 7 years, 10 months and 9 days following the valve implant the patient was hospitalized and a second transcatheter aortic valve (tav) was implanted valve-in-valve. The second tav was a non-medtronic (edwards sapien 3 resilia) valve. During the procedure a non-medtronic valve leaflet cutting device (picardia) was used for leaflet modification of the first tav. No complications occurred during the procedure. Following the procedure, the mean gradient was 7 mmhg and trace regurgitation resulted. Additional information indicated that the following the valve-in-valve intervention, the aortic valve regurgitation resolved with no sequelae, and the patient was discharged from the hospital. Additional information was received to report the failure mode of the aortic bioprosthetic valve (prior to re-intervention) was severe total aortic regurgitation: severe pvl, moderate mitral regurgitation (mr), and moderate tricuspid regurgitation. No patient complications were reported as a result of this event.

Event description:
It was reported that approximately 7 years and 8 months following the implant of the transcatheter bioprosthetic aortic valve an ech ocardiogram identified an increase in the aortic valve mean pressure gradient from 12 to 32.9 millimeters of mercury (mm hg). Images also suggested a possible thrombus or vegetation. There was a ¿fair amount¿ of unspecified regurgitation. An intravenous anticoagulant was started. This anticoagulant was transitioned to a different anticoagulant. A transesophageal echocardiogram (tee) performed the following day identified a mass on the prosthetic aortic valve cusps which prolapsed into the ventricular side of the valve. Asreported, this was most consistent with a thrombus. Moderate-severe trans-valvular regurgitation was noted. The blood cultures were negative. The physician indicated that the gradient and thrombus events were related to the valve. The event was unresolved. Additionally, 11 days following onset of the event, acute on chronic diastolic heart failure occurred in the setting of the thrombus on the bioprosthetic aortic valve. The patient presented with acute shortness of breath. The b-type natriuretic peptide (bnp) on admission measured 875. Cardiology was consulted and an intravenous diuretic was initiated. Additional information indicated that the mean aortic gradient (mgv2) of the native valve prior to the transcatheter valve implant measured 45 millimeters of mercury (mm hg). Per aortography the transcatheter valve was implanted at 2 millimeters (mm) for both the non-coronary sinus (ncs) and left coronary sinus (lcs). Following the transcatheter valve implant on the 12-hour discharge transthoracic echocardiogram (tte) the mgv2 measured 6.8 mmhg. The patient was hospitalized for 3 days as a result of the acute decompensated heart failure. The shortness of breath was reported as debilitating. On admission the patient was tachycardic, tachypneic, and the oxygen saturation measured in the 80 percent range. Bilevel positive airway pressure (bipap) was initiated. Imaging showed significant pulmonary edema. The b-type natriuretic peptide (bnp) measured 640. A nitroglycerin drip and intravenous diuretic were started. Cardiology was consulted. An echocardiogram was performed with unspecified ¿significant¿ findings. The diuretic was changed to oral dosing and the symptoms improved. The heart failure event was reported as resolved with no sequelae. The patient was discharged home on a diuretic. The physician indicated it was unknown if the acute decompensated heart failure event was related to the valve. The patient was re-hospitalized 8 days later for acute coronary syndrome. During this hospitalization, and approximately 15 days following the onset of the acute heart failure event, a computed tomography angiogram (cta) was performed, and a thrombus was not identified. It was reported that likely what occurred/observed previously was a prolapsed aortic valve leaflet. The anticoagulant was stopped. However, the moderate-severe regurgitation remained. The patient was discharged 12 days following the readmission. The acute coronary syndrome event was reported as resolved. The patient requested intervention of the transcatheter valve. Additional information received indicated that approximately 7 years and 9 months following the valve implant the patient was admitted to the hospital with symptoms of a dry cough, exertional shortness of breath (sob), intermittent palpitations, and chest heaviness. A new onset of atrial fibrillation with a rapid ventricular response (rvr) was identified with a heart rate in the 140 beats per minute range. Cardiology was consulted and the atrial fibrillation was thought be due to the severe aortic valve regurgitation. An intravenous (IV) beta blocker and anticoagulant were administered. The day following admission a transesophageal echocardiogram (tee) was performed and a cardioversion. The patient started on an anti-arrhythmic medication, but this was discontinued and antithyroid medication was initiated. A low dose blood thinner and the beta blocker were to continue with discharge to home. The atrial fibrillation event resolved without sequelae 4 days following admission. This was the same date as hospital discharge. The physician later indicated it was unknown if the atrial fibrillation event was related to the transcatheter valve. Additional information indicated that following the implant of this transcatheter bioprosthetic aortic valve, no pvl was noted. The valve failure, approximately 7 years and 9 months following the valve implant, was further described as structural valve deterioration with predominant aortic regurgitation (ar) without hemodynamic valve deterioration (hvd). 7 years, 10 months and 9 days following the valve implant the patient was hospitalized and a second transcatheter aortic valve (tav) was implanted valve-in-valve. The second tav was a non-medtronic (edwards sapien 3 resilia) valve. During the procedure anon-medtronic valve leaflet cutting device (picardia) was used for leaflet modification of the first tav. No complications occurred during the procedure. Following the procedure, the mean gradient was 7 mmhg and trace regurgitation resulted.

Manufacturer narrative:
Updated data: b5 - added fifth paragraph h6 - annex f. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5. A seventh paragraph was added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 7 years and 8 months following the implant of the transcatheter bioprosthetic aortic valve an ech ocardiogram identified an increase in the aortic valve mean pressure gradient from 12 to 32.9 millimeters of mercury (mm hg). Images also suggested a possible thrombus or vegetation. There was a ¿fair amount¿ of unspecified regurgitation. An intravenous anticoagulant was started. This anticoagulant was transitioned to a different anticoagulant. A transesophageal echocardiogram (tee) performed the following day identified a mass on the prosthetic aortic valve cusps which prolapsed into the ventricular side of the valve. Asreported, this was most consistent with a thrombus. Moderate-severe trans-valvular regurgitation was noted. The blood cultures were negative. The physician indicated that the gradient and thrombus events were related to the valve. The event was unresolved. Additionally, 11 days following onset of the event, acute on chronic diastolic heart failure occurred in the setting of the thrombus on the bioprosthetic aortic valve. The patient presented with acute shortness of breath. The b-type natriuretic peptide (bnp) on admission measured 875. Cardiology was consulted and an intravenous diuretic was initiated. Additional information indicated that the mean aortic gradient (mgv2) of the native valve prior to the transcatheter valve implant measured 45 millimeters of mercury (mm hg). Per aortography the transcatheter valve was implanted at 2 millimeters (mm) for both the non-coronary sinus (ncs) and left coronary sinus (lcs). Following the transcatheter valve implant on the 12-hour discharge transthoracic echocardiogram (tte) the mgv2 measured 6.8 mmhg. The patient was hospitalized for 3 days as a result of the acute decompensated heart failure. The shortness of breath was reported as debilitating. On admission the patient was tachycardic, tachypneic, and the oxygen saturation measured in the 80 percent range. Bilevel positive airway pressure (bipap) was initiated. Imaging showed significant pulmonary edema. The b-type natriuretic peptide (bnp) measured 640. A nitroglycerin drip and intravenous diuretic were started. Cardiology was consulted. An echocardiogram was performed with unspecified ¿significant¿ findings. The diuretic was changed to oral dosing and the symptoms improved. The heart failure event was reported as resolved with no sequelae. The patient was discharged home on a diuretic. The physician indicated it was unknown if the acute decompensated heart failure event was related to the valve. The patient was re-hospitalized 8 days later for acute coronary syndrome. During this hospitalization, and approximately 15 days following the onset of the acute heart failure event, a computed tomography angiogram (cta) was performed, and a thrombus was not identified. It was reported that likely what occurred/observed previously was a prolapsed aortic valve leaflet. The anticoagulant was stopped. However, the moderate-severe regurgitation remained. The patient was discharged 12 days following the readmission. The acute coronary syndrome event was reported as resolved. The patient requested intervention of the transcatheter valve. Additional information received indicated that approximately 7 years and 9 months following the valve implant the patient was admitted to the hospital with symptoms of a dry cough, exertional shortness of breath (sob), intermittent palpitations, and chest heaviness. A new onset of atrial fibrillation with a rapid ventricular response (rvr) was identified with a heart rate in the 140 beats per minute range. Cardiology was consulted and the atrial fibrillation was thought be due to the severe aortic valve regurgitation. An intravenous (IV) beta blocker and anticoagulant were administered. The day following admission a transesophageal echocardiogram (tee) was performed and a cardioversion. The patient started on an anti-arrhythmic medication, but this was discontinued and antithyroid medication was initiated. A low dose blood thinner and the beta blocker were to continue with discharge to home. The atrial fibrillation event resolved without sequelae 4 days following admission. This was the same date as hospital discharge. The physician later indicated it was unknown if the atrial fibrillation event was related to the transcatheter valve. Additional information indicated that following the implant of this transcatheter bioprosthetic aortic valve, no paravalvular leak (pvl) was noted. The valve failure, approximately 7 years and 9 months following the valve implant, was further described as structural valve deterioration with predominant aortic regurgitation (ar) without hemodynamic valve deterioration (hvd). 7 years, 10 months and 9 days following the valve implant the patient was hospitalized and a second transcatheter aortic valve (tav) was implanted valve-in-valve. The second tav was a non-medtronic (edwards sapien 3 resilia) valve. During the procedure a non-medtronic valve leaflet cutting device (picardia) was used for leaflet modification of the first tav. No complications occurred during the procedure. Following the procedure, the mean gradient was 7 mmhg and trace regurgitation resulted. Additional information indicated that the following the valve-in-valve intervention, the aortic valve regurgitation resolved with no sequelae, and the patient was discharged from the hospital. Additional information was received to report the failure mode of the aortic bioprosthetic valve (prior to re-intervention) was severe total aortic regurgitation: severe pvl, moderate mitral regurgitation (mr), and moderate tricuspid regurgitation. No patient complications were reported as a result of this event. Additional information was received that reported a 'bit' of pvl following the implant of the first tav. The level of pvl was note to be unknown.

Manufacturer narrative:
Updated data: b5 - added fifth paragraph. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 7 years and 8 months following the implant of the transcatheter bioprosthetic aortic valve an echocardiogram identified an increase in the aortic valve mean pressure gradient from 12 to 32.9 millimeters of mercury (mm hg). Images also suggested a possible thrombus or vegetation. There was a ¿fair amount¿ of unspecified regurgitation. An intravenous anticoagulant was started. This anticoagulant was transitioned to a different anticoagulant. A transesophageal echocardiogram (tee) performed the following day identified a mass on the prosthetic aortic valve cusps which prolapsed into the ventricular side of the valve. As reported, this was most consistent with a thrombus. Moderate-severe trans-valvular regurgitation was noted. The blood cultures were negative. The physician indicated that the gradient and thrombus events were related to the valve. The event was unresolved. Additionally, 11 days following onset of the event, acute on chronic diastolic heart failure occurred in the setting of the thrombus on the bioprosthetic aortic valve. The patient presented with acute shortness of breath. The b-type natriuretic peptide (bnp) on admission measured 875. Cardiology was consulted and an intravenous diuretic was initiated. Additional information indicated that the mean aortic gradient (mgv2) of the native valve prior to the transcatheter valve implant measured 45 millimeters of mercury (mm hg). Per aortography the transcatheter valve was implanted at 2 millimeters (mm) for both the non-coronary sinus (ncs) and left coronary sinus (lcs). Following the transcatheter valve implant on the 12-hour discharge transthoracic echocardiogram (tte) the mgv2 measured 6.8 mmhg. The patient was hospitalized for 3 days as a result of the acute decompensated heart failure. The shortness of breath was reported as debilitating. On admission the patient was tachycardic, tachypneic, and the oxygen saturation measured in the 80 percent range. Bilevel positive airway pressure (bipap) was initiated. Imaging showed significant pulmonary edema. The b-type natriuretic peptide (bnp) measured 640. A nitroglycerin drip and intravenous diuretic were started. Cardiology was consulted. An echocardiogram was performed with unspecified ¿significant¿ findings. The diuretic was changed to oral dosing and the symptoms improved. The heart failure event was reported as resolved with no sequelae. The patient was discharged home on a diuretic. The physician indicated it was unknown if the acute decompensated heart failure event was related to the valve. The patient was re-hospitalized 8 days later for acute coronary syndrome. During this hospitalization, and approximately 15 days following the onset of the acute heart failure event, a computed tomography angiogram (cta) was performed, and a thrombus was not identified. It was reported that likely what occurred/observed previously was a prolapsed aortic valve leaflet. The anticoagulant was stopped. However, the moderate-severe regurgitation remained. The patient was discharged 12 days following the readmission. The acute coronary syndrome event was reported as resolved. The patient requested intervention of the transcatheter valve. Additional information received indicated that approximately 7 years and 9 months following the valve implant the patient was admitted to the hospital with symptoms of a dry cough, exertional shortness of breath (sob), intermittent palpitations, and chest heaviness. A new onset of atrial fibrillation with a rapid ventricular response (rvr) was identified with a heart rate in the 140 beats per minute range. Cardiology was consulted and the atrial fibrillation was thought be due to the severe aortic valve regurgitation. An intravenous (IV) beta blocker and anticoagulant were administered. The day following admission a transesophageal echocardiogram (tee) was performed and a cardioversion. The patient started on an anti-arrhythmic medication, but this was discontinued and antithyroid medication was initiated. A low dose blood thinner and the beta blocker were to continue with discharge to home. The atrial fibrillation event resolved without sequelae 4 days following admission. This was the same date as hospital discharge. The physician later indicated it was unknown if the atrial fibrillation event was related to the transcatheter valve. Additional information indicated that following the implant of this transcatheter bioprosthetic aortic valve, no pvl was noted. The valve failure, approximately 7 years and 9 months following the valve implant, was further described as structural valve deterioration with predominant aortic regurgitation (ar) without hemodynamic valve deterioration (hvd). 7 years, 10 months and 9 days following the valve implant the patient was hospitalized and a second transcatheter aortic valve (tav) was implanted valve-in-valve. The second tav was a non-medtronic (edwards sapien 3 resilia) valve. During the procedure anon-medtronic valve leaflet cutting device (picardia) was used for leaflet modification of the first tav. No complications occurred during the procedure. Following the procedure, the mean gradient was 7 mmhg and trace regurgitation resulted. Additional information indicated that the following the valve-in-valve intervention, the aortic valve regurgitation resolved with no sequelae, and the patient was discharged from the hospital.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information indicated that the mean aortic gradient (mgv2) of the native valve prior to the transcatheter valve implant measured 45 millimeters of mercury (mm hg). Per aortography the transcatheter valve was implanted at 2 millimeters (mm) for both the non-coronary sinus (ncs) and left coronary sinus (lcs). Following the transcatheter valve implant on the 12-hour discharge transthoracic echocardiogram (tte) the mgv2 measured 6.8 mmhg. The patient was hospitalized for 3 days as a result of the acute decompensated heart failure. The shortness of breath was reported as debilitating. On admission the patient was tachycardic, tachypneic, and the oxygen saturation measured in the 80 percentage range. Bilevel positive airway pressure (bipap) was initiated. Imaging showed significant pulmonary edema. The b-type natriuretic peptide (bnp) measured 640. A nitroglycerin drip and an intravenous diuretic were sta rted. Cardiology was consulted. An echocardiogram was performed with unspecified ¿significant¿ findings. The diuretic was changed to oral dosing and the symptoms improved. The heart failure event was reported as resolved with no sequelae. The patient was discharged home on a diuretic. The physician indicated it was unknown if the acute decompensated heart failure event was related to the valve. The patient was re-hospitalized 8 days later for acute coronary syndrome. During this hospitalization, and approximately 15 days following the onset of the acute heart failure event, a computed tomography angiogram (cta) was performed and a thrombus was not identified. It was reported that likely what occurred/observed previously was a prolapsed aortic valve leaflet. The anticoagulant was stopped. However, the moderate-severe regurgitation remained. The patient was discharged 12 days following the readmission. The acute coronary syndrome event was reported as resolved. The patient requested intervention of the transcatheter valve.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated that approximately 7 years and 9 months following the valve implant the patient was admitted to the hospital with symptoms of a dry cough, exertional shortness of breath (sob), intermittent palpitations, and chest heaviness. A new onset of atrial fibrillation with a rapid ventricular response (rvr) was identified with a heart rate in the 140 beats per minute range. Cardiology was consulted and the atrial fibrillation was thought to be due to the severe aortic valve regurgitation. An intravenous (IV) beta blocker and anticoagulant were administered. The day following admission a transesophageal echocardiogram (tee) was performed and a cardioversion. The patient was started on an anti-arrhythmic medication but this was discontinued and an antithyroid medication. A low dose blood thinner and the beta blocker were to continue with discharge to home. The atrial fibrillation event resolved without sequelae 4 days following admission. This was the same date as hospital discharge. The physician later indicated it was unknown if the atrial fibrillation event was related to the transcatheter valve.